Event description:
It was reported that while placing the bravo ph monitor the capsule did not attach to the pt's esophagus. The capsule fell off in the pt's mouth as the delivery system was being removed. No serious injury to the pt was reported.